Event description:
On 01-dec-2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission 06-feb-2018 the device has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: a review of the pump black box data showed unexplained pump reboots. The pump intermittently powered with the returned battery cap. During visual inspection of the pump, it was observed that the battery compartment was cracked. The returned battery cap had stripped threads and was unable to fully attach to the pump; the pump reboots were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test and it. There were no pump reboots duplicated during this time with the test battery cap. There was no evidence of moisture or loose components inside pump. Visual inspection showed a non-complaint related "cold soldered" connection on pins on the transceiver continuous glucose monitoring board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.